Event description:
In 2006 two gore tag thoracic endoprostheses were implanted via a conduit from the brachiocephalic artery to repair a penetrating ulcer of the descending thoracic aorta. The next day, the patient presented with cyanotic cold feet, bowel ischemia, acute renal failure, and an aortic dissection. An axillobifemoral bypass graft was implanted and the physician fenestrated the patient's true and false lumen of the descending thoracic aorta. The patient's urine output increased. However, the patient also developed paraplegia.

Manufacturer narrative:
The devices remain functioning in the patient. A review of the manufacturing paperwork is being conducted. Please note: two gore tag thoracic endoprosthesis were implanted (tg2610/lot#03942299 and tg2610/lot#04283838).